Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion and blood loss occurred. It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. A non-boston scientific 13fr sheath with needle (non-boston scientific) were used for transseptal. The ablation has been completed without incident. Post procedure, while patient was in recovery / pacu, it was reported that the patient was beginning to experience complications (pericardial effusion and blood loss). The physician stated that the patient was 'tapped'. Further details were not provided. The procedure was completed by using original device.